Manufacturer narrative:
Submit date: 11-22-2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a light glove. The glove tore apart when being pulled over the handle at set up. No person injured. No patient in op room.